Event description:
After setting up all the products, a septal puncture was attempted, but the foramen ovale was too thick, and even though the inner tube of the sheath (sl0) passed through, the outer tube did not pass through at all so after many attempts and errors, the decision was made to discontinue. There was nothing wrong with the product, but since the case was discontinued, it was considered to be discarded. Binfile is not attached because it cannot be obtained. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).